Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: sesr01, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had increased impedance and thresholds. The lead was replaced. No patient complications have been reported as a result of this event.